Manufacturer narrative:
Zimmer biomet (B)(4). Patient information not provided/unknown. Event date not provided/unknown. Reporter's last name not provided/unknown. Device not returned.

Event description:
It was reported that the zirconia abutment had fractured. Customer requested a re-make. Tooth site 8.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Bellatek® zirconia abutment tsv (tsvldazr3) was returned for investigation. Visual and physical evaluation of the returned product confirmed that the abutment was fractured at the hex connection. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted. The reported device was intended for tooth # 8.pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (8442462-1). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. Based on the visual and physical evaluation the device malfunction and the reported event were confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.